Event description:
It was reported that, (B)(6) 2025, the patient was administered a single-use sterile urinary foley catheter manufactured by bader medical technology due to hematuria. On (B)(6) 2025, the catheter spontaneously dislodged. Examination revealed a ruptured catheter balloon, while the catheter itself remained intact. Upon learning of this, the physician or nurse implemented measures including reassuring the patient and family, instructing continued observation, and prescribing anal sphincter exercises 30-50 repetitions daily.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or condition that would have contributed to the reported issue. Therefore, no additional action required at this time. Correction: d. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, (B)(6) 2025, the patient was administered a single-use sterile urinary foley catheter manufactured by bader medical technology due to hematuria. On (B)(6) 2025, the catheter spontaneously dislodged. Examination revealed a ruptured catheter balloon, while the catheter itself remained intact. Upon learning of this, the physician or nurse implemented measures including reassuring the patient and family, instructing continued observation, and prescribing anal sphincter exercises 30-50 repetitions daily.